Event description:
It was reported that upon a system diagnostics a low output current message was seen however it appears the device was still able to be programmed and provide the intended current as the output delivered value was noted to be the programmed output current. It was noted the impedance was within normal limits and the patient was doing fine. The internal generator data was reviewed and did not show any potential causes of the low output current message being seen. No additional relevant information has been received to date.